Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. The customer's blood glucose level was 289 mg/dl and 330 mg/dl. The customer reported that the insulin pump kept saying replace battery, freezes the screen and the red light starts blinking. The insulin pump will be returned for analysis.